Event description:
The doctor reported the implant was removed due to osseointegration failure approximately 3 months after initial implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. The patient has since recovered.